Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, case cracked at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed motor error during bolus and no delivery. Customer also mentioned having high blood glucose readings of 600 mg/dl. Customer does use the sensor feature and they were able to complete the rewind sequence. Customer was unable to complete troubleshooting at the time of the call for the no delivery alarm. Customer's blood glucose reading at the time of the call was 286 mg/dl. Advised customer the device will be replaced.